Event description:
Accessory/object stuck in the operation channel. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: follow up #1; if follow-up, what type?; device evaluated by manufacture; coding changed based on the investigation result. Additional information: device manufacture date. Evaluation summary: based on the reported events, it was determined that the endoscope became unusable due to an accessory stuck during equipment inspection.